Event description:
User experiencing negative results for erythrocytes. Two patient samples were involved. Sample 1 gave negative result, when examined microscopically showed 10-20 cells/hpf. Same sample repeated with chemstrip gave trace result. Sample 2 tested in 2008 gave negative result, when examined microscopically showed 10-20 cells/hpf. Same sample repeated with chemstrip gave trace result. No erroneous results were reported. The field service representative was unable to determine a cause, but noted he checked the analyzer. Performance tests were performed.